Event description:
Additional information reported the eye was painful, the cornea was hazy and the pressure had increased to 50mmhg. The device has been explanted. The events have been resolved.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of high intraocular pressure, ocular pain and corneal edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event details has been requested. No additional information is available at this time.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Serial number (B)(4), lot number 62745. The reported events of unsuccessful placement, conjunctival perforation and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported during the 1st attempt, xen®45 gts was too long in the anterior chamber and could not be manipulated into the correct position. It was removed and reloaded. During the 2nd attempt, a small perforation of the conjunctiva was noted and xen®45 gts had exited through the perforation in the conjunctiva and was exposed in the right eye. The conjunctiva was dissected around the xen®45 gts in order to free it and then sutured to conjunctiva over the implant so that it¿s positioning was sub-conjunctival. The affected device was successfully implanted and a bleb was formed post-suturing.